Manufacturer narrative:
Patient code(s) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, during a device replacement procedure on (B)(6)2019, when pressing the program button after filling the patient information, the following error message was displayed: pre-programmed settings with the same name already exist. Delete? Do you want to replace? The subject ICD was not programmed before the procedure. After modifying the patient¿s name, the message did not appear anymore. Preliminary analysis confirmed the reported behavior and revealed that it was due to an incorrect program execution.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a device replacement procedure on (B)(6) 2019, when pressing the program button after filling the patient information, the following error message was displayed: pre-programmed settings with the same name already exist. Delete? Do you want to replace? The subject ICD was not programmed before the procedure. After modifying the patient¿s name, the message did not appear anymore. Preliminary analysis confirmed the reported behavior and revealed that it was due to an incorrect program execution.